Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing. A technical support specialist observed that the server had auto rebooted after installing updates, and the data synchronization service was restarted. The customer was emailed with the findings and root cause analysis and now the server was backup and was running. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed new orders were not crossing and devices were showing on critical override or stop downloading on health sight viewer. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed new orders were not crossing and devices were showing on critical override or stop downloading on health sight viewer. However, there were no delays or adverse events or injuries reported based on this event.